Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the implant inserter sh connection [product code: (B)(4), lot no: e17di0851] was returned to raynham for evaluation. However, the sample did not reach the complaint handling unit (chu) in the designated sample intake room. Thus, an investigation will be based on no sample device evaluation. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and the device will then receive a full evaluation. Therefore, the reported device failure cannot be confirmed as no device has been returned for evaluation. A review of the receiving inspection (ri) for implant inserter sh connection was conducted. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. (See attached email.) All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the device we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and the device will then receive a full evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the conduit rotating tlif inserter broke during the surgery. There was a surgical delay of ten (10) minutes. There were no fragments generated. The procedure was successfully completed. Patient outcome was unknown. This report is for a conduit rotating tlif inserter. This is report 1 of 1 for (B)(4).